Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient. It was reported that the cause of the low pressure and weather pain was that the patient had pain in their lower back, hips, and left leg. The patient reported that the stimulator helped with that. They stated that the "stimulator part" was replaced and they recharged on "(B)(6) 2017." The patient reported that this helps. They stated that the low pressure and weather causing pain was not completely resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient reported that the ¿weather was killing them.¿ the patient clarified that they had been having pain since their first implant, but the stimulation helps some. The patient report that the cooler weather and the low pressure worsens the pain. The patient also noted that they had not charged their ins in a few months. No further complications are anticipated.